Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were low flows and pump off notification in the event log on (B)(6) 2024 at 1056. Due to the pump stop events, log files were submitted for review. The log file captured 2 lvad_off events, both associated with (f69) intentional pump stop flags. These events occurred while connected to the power module at 10::56:43 and 10:58:03 on (B)(6) 2024. Each event appeared to cause the pump to stop for around 1 second. It was noted that the event was likely caused by a momentary push of the stop pump button on the monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed two intentional pump stop events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file captured two intentional pump stops on (B)(6)2024, which were accompanied by low flow and lvad off alarms. Both events lasted approximately 1 second. Following each event, the pump resumed operation at the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed prior to and immediately following each pump stop. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and heartmate 3 lvas patient handbook, rev. D are currently available. The IFU and patient handbook contain information on system alarm conditions, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The IFU also contains information regarding the system monitor and the use of the pump stop button. This document states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a ¿stopping pump¿ message will be displayed. This document further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.